Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure involving the eea stapler, when applied to the colon anastomosis, the anvil of the stapler came through the colon anastomosis. The surgical time was extended, and there was a conversion from a robotic procedure to a laparotomy. To resolve the issue, the device was replaced with another eea stapler.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr, fdp, fdm, imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic robotic left colectomy with rectopexy involving the stapler, when applied to the colon anastomosis , the anvil of the stapler came through the colon anastomosis. The surgical time was extended for at least 30 minutes, and there was a conversion from a robotic procedure to a laparotomy. The incision was extended for greater than one inch since mini-laparotomy incision had to be done. To resolve the issue, the device was replaced with another stapler.